Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in a branch of the pulmonary artery using pod packing coils (pod pcs). It was reported the patient had a previous embolization procedure. During the procedure, the physician implanted one pod pc in the target location. Subsequently, the physician attempted to use another pod pc (f100414) and bent the pusher assembly. The pod pc was then removed. Next, the physician opened another pod pc (c11947). The lantern was not staying in the pulmonary artery branch and was unable to advance back into the target location when the physician attempted to advance the pod pc. The pod pc was then removed, and the physician decided not to use additional coils. There was no flow through the coil, and the physician was satisfied. The procedure ended at this point. There was no report of an adverse effect to the patient.